Manufacturer narrative:
It was not possible to match this event with any previously reported event. (B)(4).

Event description:
Shibata, a., yamamoto, m., watanabe, y., terashima, h., kashii, h., kubota, m., morota, n. Case report on the use of ri scintigraphy in the diagnosis of itb therapy failure in boy with vp shunt. No to hattatsu. Brain and development. 2015;47(5):367-371. Summary: intrathecal baclofen therapy (itb therapy) as a treatment for intractable spasticity was first applied to children in 2007 in (B)(6). In this report, we document the efficacy of radioisotope (ri) scintigraphy in determining the cause of itb therapy failure. Reported event: the event involved a (B)(6) boy, who at (B)(6), had ventricular distention identified. Birth was at (B)(6). Birth weight was (B)(6), with an (B)(4) apgar score of (B)(6). The patient underwent gastrostomy at age (B)(6). The patient's history of (B)(6) illness included: ventricular distention was identified during the fetal period, and a postnatal cranial magnetic resonance imaging (MRI) led to a diagnosis of schizencephaly and hydrocephalus. To treat the ventricular distention, the previous doctor implanted a cerebrospinal fluid reservoir, cerebral ventricular drain and a ventriculoperitoneal (vp) shunt. However, management was difficult due to repeated meningitis. Treatment for spasticity was not only oral, but also intramuscular injections of botulinum toxin were administered, but could not be continued due to an allergic reaction. For that case, he was referred to the neurosurgery department of the hospital for intrathecal baclofen (itb) therapy. Then, following examination in the neurology department, itb therapy was prescribed, and surgery to implant a baclofen pump was performed. The placement of the catheter tip was at the third thoracic vertebrae. After surgery, improvement in spasticity was observed, and since there were no complications, he was released from the hospital. However, one month after surgery, since hypertonia and tachycardia appeared, he was readmitted for further observation and treatment. Signs of baclofen withdrawal were exhibited. The patient's condition at the time of admission was as follows: (B)(6). Scoliosis convex to the left at the lumbar, and kyphosis. Upon extension of the upper and lower limbs, he exhibited hypertonia, with modified ashworth scale scores of 3~4 for both upper and lower limbs, and was observed to have increased deep tendon reflex and pathologic reflex positivity. Examination findings at the time of admission were as follows: a cranial MRI revealed thinning of cerebral material and clear ventricular distention, but no remarkable differences from the preoperative images were observed. Severe scoliosis and kyphosis of the thoracolumbar junction were observed in the computed tomography (CT) 3d reconstruction image of the lumbar, and a spinal MRI revealed constriction in the spinal canal in the same location. Post-admission progression was noted as the following: the baclofen d osage was gradually increased from 150ug/day to 250ug/day, but there was no decrease in hypertonia, so baclofen pump trouble or catheter trouble was suspected. Neither abnormal baclofen pump location, catheter rupture, kinking nor other malformation were observed in a chest x-ray or thoracoabdominal CT. The baclofen pump was refilled, and the pump was found to have a 0% fluctuation rate. In order to confirm whether the drug solution was actually flowing through the catheter, a contrast imaging test was performed. The contrast agent was injected into the access point and flowed from the tip of the catheter and was distributed from the spinal kyphosis point to the cranial intrathecal space. We considered the possibility that there was cerebrospinal fluid obstruction at the spinal kyphosis point, but with that much distribution of baclofen, we couldn't explain why there was such meager spasticity reduction effect in the upper limbs. Next, in order to track the temporal movement of the baclofen, a ri scintigraphy test was conducted. The isotope that was used was indium 111-dtpa (diethylenetriaminepentaacetic acid). The following two methods were used to inject the isotope. When injected into the access point, three hours later it appeared in the kidneys and urinary bladder, so the isotope had circulated through the body rapidly. When injected by way of a paracentesis in the lumbar vertebra, the isotope still remained in the intrathecal space at three and six hours after injection. Upon this event, in order to determine if there was baclofen resistance, 50ug/day of baclofen was injected simultaneously into the spine. The efficacy of the trial baclofen injection was clear when the hypertonia of both upper and lower limbs were reduced to an ashworth score of 1. At the time of the lumbar vertebrae paracentesis, the cerebrospinal fluid test showed a high level of cerebrospinal fluid protein, 390.6 mg/dl. From the above results, it was apparent that when the isotope was injected into the access point, its circulation through the body, that is, its wash-out, was very quick for some reason. The first hypothesis was that the cause was an aberration in the epidural tip of the catheter. The healthcare provider's (hcp) second hypothesis as to the possible cause was that if the catheter tip was in the subarachnoid space, then there was a cerebrospinal fluid circulation obstruction at the spinal kyphosis, so there was a possibility that the baclofen was not being dispersed through the lumbar subarachnoid space. At the same time, the hcp hypothesized that the baclofen was being rapidly washed-out through the cerebrospinal cavity by way of the vp shunt. The hcp believed that the increase in cerebrospinal fluid protein levels at the lumbar vertebrae paracentesis was proof that there was obstruction in the subarachnoid space at the spinal kyphosis point. Since the isotope remained for an extended time in the intrathecal space when intraspinal injection was made through the lumbar vertebrae paracentesis, the hcp presumed that it would be more effective to administer baclofen from a more caudal position than the spinal kyphosis point. The hcp rejected baclofen resistance due to the efficacy of the trial injection of baclofen. Since the catheter position was seen in the thoracic vertebrae spinal cavity in the catheter contrast imaging, the hcp rejected hypothesis 1. Since the hcp believed that there was a high possibility that hypothesis 2 was correct, the hcp conducted surgery to remove the baclofen pump catheter and re-implant it. The catheter tip was re-implanted at a position more caudal than the spinal kyphosis point, at the 9~10 thoracic vertebrae level. After surgery, with baclofen at 150 ug/day, there was a reduction in muscle hypertonia to an ashworth score of 2 predominantly in the lower limbs, thus achieving an improvement in muscle hypertonia. Follow-up was being conducted to obtain device information, patient identification, event date, and if the 2nd hypothesis was confirmed as the cause of the issue. If additional information is received, a follow-up report will be sent.